Manufacturer narrative:
A ge service representative performed an onsite investigation and the reported failure could not duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an interlock failure error message and would not boot up. No pt injury was reported.